Event description:
Customer called in stating that in 2008, he put a new pod on at 3:45 pm. At this point, the customer left with his family and went to anothe state for the weekend. Customer realized he forgot his lancet device and did not test his blood glucose level until the next morning (15 hours later) when he used a syringe as a lancet. At this point his meter read "high". He inspected the infusion site and noted that his cannula was full of blood but tried to deliver 8.15 units of insulin. At 12:48, they deactivated the pod. Customer went to hosp the next day, they put him on an IV insulin drip and removed the pod. The customer reported that the hospital threw out the pod that was removed.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the MFR for evaluation. Unable to determine if there was a product malfunction. However, based on the callers description, the pod inserted the cannula into a blood vessel, resulting in blood backing up into the cannula. The user guide provides the following warning related to blood in the cannula after placement. If you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod. The user guide also instructs the user inspect their infusion site and to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. No conclusion can be reached at this time. This complaint will be considered complete and closed.